Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the 99% stenosed, heavily calcified and heavily tortuous obtuse marginal coronary artery. The 2.5x48 mm xience skypoint stent delivery system (sds) could not cross the lesion due to the anatomy and there was resistance with the anatomy during independent removal. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat the 99% stenosed, heavily calcified and heavily tortuous obtuse marginal coronary artery. The 2.5x48 mm xience skypoint stent delivery system (sds) could not cross the lesion due to the anatomy and there was resistance with the anatomy during independent removal. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.